Event description:
It was reported that the pump did not annunciate for a continuous glucose monitor (cgm) high bg alert. Additionally, it was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level of 12 mg/dl. Cause of low bg level was unknown. Bg was treated with glucagon and intravenous dextrose. Reportedly, customer was released on 1/19/2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.